Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the event description mentions: "several appliers and clips were tested". Please clarify how many appliers and clips were used for this single procedure? Did the event occur during one or multiple patient procedures? What is the total number of procedures? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). One procedure. 1)package lot number of the clips? 2) what suture type was used? Vicryl. 3) what suture size was used? 2/0. 4) when the even occurred, was the suture placed near the hinge of the clip? Clip is used very close to the peritoneum - as a "replacement node. In addition sales did a number of tests post op without patient involved. 5) were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? When testing without patient , sales rep tried several variants. No proper closing of clips was possible whenever clips were not properly adjusted to applier. 6) was the applier checked for damage (jaws straight and aligned)? 7) what was the surgical procedure involved? Yes, all 4 appliers were checked, disassembled, assembled again and were found ok. 8) was this a robotic procedure? No. 9) if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Device history lot: a manufacturing record evaluation was performed for the finished device mic4034; scbcwqq0 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2022 and suture clips were used. During the procedure, the clips could not be picked up and could not be closed. Several appliers and clips were tested. No harm to patient. Additional information was requested.